Event description:
Imdrf codes must be updated

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set was occluded the following information was received by the initial reporter with the following verbatim. The pressure mode selection configuration for the oncology profile is set to ¿pump.¿ this is the optimal setting in that it adjusts the occlusion threshold based on the flow rate of the infusion. At rates >30ml/hr, the occlusion threshold is at the highest (525 mmhg). For rates <30, the occlusion threshold is rate dependent and adjusts automatically. The lower threshold for low flow rate infusions is important because, if there is an occlusion, you would want the pump to alarm sooner and not wait until pressure builds up before it alarms (which can take awhile if the flow rate is low). Description of complaint (B)(4): it was reported by customer that they see an increase in occlusion alarms because the pump cannot overcome the pressure from the small diameter catheter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.